Event description:
The customer reported that the insulin pump alarmed motor position encoder error and motor error. Customer stated that she was not getting meter communication with the insulin pump. Troubleshooting was done. Customer blood glucose was 224 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Educated the customer with bolus wizard. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.